Event description:
The manufacturer representative (rep) called to report getting message that said "neuro sense is adjusting therapy. Try again in a few seconds..."caller said today was the first time they had gotten this message. Caller was present with patient. When asked, caller said they had initially waited a few seconds then retried, then waited a few minutes and retried, but message persisted. Caller confirmed patient sat still during those times. Caller said they tried another closed loop program as well with the same message persisting. When asked, caller said that when they initially captured the body signal they confirmed getting a usable signal. Agent suggested adjusting the reaction and recovery thresholds. Caller adjusted from 7 microvolts and 4 microvolts up to 8 microvolts and 5 microvolts. Caller then switched back to patient programmer. Caller encountered "no device response" from communicator, but this resolved and caller was eventually able to connect to ins. Upon reconnecting, the message still persisted. Agent suggested caller try capturing new body signal. Caller created a new group and was getting unusable signals with patient doing their aggressor. Of note, patient's aggressor was a floor workout they noticed initially "last friday" when at the gym. Agent suggested patient try arching back with hands over head and caller was then able to obtain a usable signal. Thresholds captured were at 15 microvolts for reaction and 10 microvolts for recovery. Caller decreased recovery threshold to 8 microvolts and started therapy. Patient did another back arch and said they could only slightly feel stim. Caller switched to patient controller again (without any connection issues) and the message still persisted. At this point, caller said they had to leave to go to a case, but that they would call back later.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the reported issue was not determined. The actions taken involved reprogramming, calling tech services, and creating a new program. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was seen again and additional programming efforts were made. The patient had been given a work around for the issue of not being able to increase stimulation on their neuro sense programs.